Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in the 500 mg/dl range. Elevated blood glucose was addressed by changing pump supplies and administering a bolus with the pump, at which point the customer was able to resume insulin delivery.